Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had pulled and dislodged from its original implant position due to the patient's own weight. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.